Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad) and approximately six weeks later, remained hospitalized due to drainage. The bedside rn reported that the device had a gurgling sound and the nurse suspected that the drainage had been aspirated into the driveline. The pt was placed on his right side to assist in removing the drainage from the driveline, and the vent filter was removed. There were no alarms present. The manufacturer's clinical representative reviewed with the clinician the alarms that may occur if the fluid were to reach the motor housing and operating procedures to be followed. A week later, it was reported that the pt is ongoing with the manufacturer's lvad with no further issues.